Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a total laparoscopic hysterectomy, while closing the vaginal cuff, the needle broke in half. One half of the needle was still on the handle. There was no patient injury.